Event description:
The initial information received reported that a pt died 2 days after perio surgery during which emdogain was used. The dentist stated that this event had nothing to do with the perio surgery or emdogain. The dentist had treated this pt 3 times surgically prior (this was the first time emdogain was used). The pt was suspected to have a condition called dic. In this condition platelets break down rapidly profuse bleeding can occur. An autopsy will be performed. The dentist did prescribe amoxicillin and ibuprofen. Other medications unknown. The clinician later spoke to the medical examiner and learned that it appears that the pt had an autoimmune problem. They no longer suspect dic since the pt had bleeding around the heart and lungs and not at the surgical site. With dic they would have expected bleeding at the surgical site. The clinician still anticipate that he will receive a copy of the autopsy report, however this will take another 6-8 weeks. The medical examiner did not seem concerned about emdogain.